Event description:
A customer reported to baxter corporate product surveillance a 150ml intravia empty container in which the port of the bag was pulled off when attempting to remove the primary set (smart site infusion set). According to the report, the intravia bag was compounded in the pharmacy department. The compounded bag was sent out to the hospital floor and was spiked with a smart site infusion primary set. Therapy was initiated with a patient and proceeded normally. When therapy was finished, the nurse attempted to remove the primary set from the empty bag, and observed the the entire port ripped off the bag. There were no reports of patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed that the membrane tube assembly was detached from the bag. Therefore, the reported condition was confirmed. An assignable root cause was not determined. Additional information: this issue is being investigated through CAPA.